Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned at a surgical procedure as it dislodged over time and had pulled back into the atrium. The physician had not been suturing his leads down around the time of this implant. The new lead is well anchored with sutures at the retention sleeve. No additional adverse patient effects were reported.